Event description:
The device was removed as it "wouldn't inflate." The entire device was removed and replaced with another 3-piece inflatable device. 4/10/97 upon receipt of add'l info from the physician/surgeons office, he stated, "the device would not inflate. The reservoir would not fill due to broken tubing at the right cylinder strain relief and leakage."